Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) replacement procedure, there were problem connecting the right atrial (ra) lead to the ipg. After multiple attempts the physician decided to abandon the ra lead and closed the ra port with a pin plug. The ipg remains in use. No patient complications have been reported as a result of this event.